Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported no image issue which was due to a faulty dr board. The faulty part need replacement to bring the device back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during preparation for use, the evis exera iii video system center displayed scope information but no images on 180 and 190 scopes series. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon has been reproduced, and faulty dr board has been confirmed. The change history of parts was checked and found out that the design of the printed circuit (dr) board was changed on (B)(6) 2018. It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified product was shipped from (B)(6) 2018 (pal model)/(B)(6) 2018 (ntsc model). Therefore, it was determined that the phenomenon was caused by a faulty dr board due to a design defect. The instruction manual identifies the following related verbiage which may have help prevent the reported issue: ¿when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down.¿ olympus will continue to monitor field performance for this device.